Manufacturer narrative:
D3 - mfg establishment name and h6. Codes: updated. Device evaluation: customer reported overpressure alarm. No patient harm or involvement. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
E1 phone number: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device pressure alarm was already triggered during pre-filling, without a patient. The event occurred at the hospital and the device was handled by a healthcare professional. There was no patient involvement.